Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radio frequency ablation for liver cancer, the needle was connected and water was started to flow but the bubbles inside tubing were not vanished. There was no water leak and temperature was indicated 25 degree, it was regarded that water was flowing and started to output the power. When output value was raised, the temperature was indicated 38 degree, but the procedure was continued. After the set time was ended, the temperature was indicated 100 degree so the site was ablated. The procedure was completed without further incident. The temperature was indicated too high so the customer requested to check the device. There was no patient harm.

Manufacturer narrative:
Additional information:(street1, MFR city, region, postal code) evaluation summary: one device was received for evaluation. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the sample. The sample read the temperature properly. No bubbles were noted in the tubing. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.